Manufacturer narrative:
The insulin pump was received with blank display and constant tone/vibration due to moisture damage on the electronics assembly. We were unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into the ocean while still connected. Customer reported that as a result, insulin pump was vibrating, display screen was blank and there was condensation under display screen. Customer's blood glucose was 101 mg/dl. Customer was advised that insulin pump would need to be replaced.